Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver was not recognized. A backup instrument of the same kind was used. There was no report of fragment(s) falling inside the patient. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system/instrument was inspected prior to use with no damage observed. No issues were noted with the port placement(s) as well as during set up of the system. The procedure had been in progress for about 20 to 30 minutes then the issue occurred, so the surgeon wanted to convert to laparoscopic procedure. Both instruments with recognition issue were used in the same procedure. The system was not malfunction and the customer did attempt to reset the instrument and / or drape. There was no patient injury/ harm. A backup instrument was available to use so the procedure was not converted due to a non-functional instrument. The patient did not experience post-operative complications following the surgical procedure. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Although requested, the following information is unknown: how the patient tolerated the procedure, what caused or contributed to the reported event, along with information regarding patients relevant testing, and medical history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of failed recognition test be related to the customer reported complaint. The instrument was found to have failed the recognition test based on log review. However, the reported issue could not be replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition test. There was no recognition problem detected. The probable root cause of the alleged issue could not be determined at this time. The complaint regarding the wristed needle driver instrument was not recognized when placed in the system was confirmed and replicated by failure analysis, which indicated that the device did contribute to the reported event. Additional observations not reported by the site that not related to the customer reported complaint was that this instruments grip tips were not moving intuitively, I. E. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is associated with mishandling/misuse. The instrument was also found to have the main tube broken where it meets the roll gear at the proximal end. No material was found missing. It was found that the main tube can be rolled past the hard stop in the roll gear with little resistance, in both roll directions. Since the main tube broke at the roll gear, the main tube can rotate independently of the roll gear, causing miscalibration between the mtm and tube, and creating non-intuitive movement of the distal tip. The root cause of broken instrument main tube is associated with mishandling/misuse of the device.